Event description:
A report was received via social media that the patient had two ipgs which failed and were non functional. It was also noted that it made the patients pain worse. The patient underwent a replacement procedure. No further information could be obtained.